Manufacturer narrative:
(B)(4). Batch # p91t2j. Investigation summary: the analysis results found that harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The lot/batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging /manufacturing process.

Event description:
Ii was reported that there was a defective harmonic. No other details were provided. No patient consequence.